Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead with stylet inserted was returned. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing was normal. The cause of the reported event was due to the over torqued inner coil which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had sensing measurements dropping and ultimately failed to sense. The lead was not used, and a new lead was implanted. The patient was in stable condition.